Event description:
It is reported the workstation handle was separated from the system. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle and bolts were replaced during the service call. The system was tested and found to be working as intended and put back into service.